Manufacturer narrative:
The reported event of extended charge time was confirmed upon review of device image. Final analysis found that there were several therapies that were continuously delivered in a short period of time and the battery was not recovered completely which resulted in longer charge time than normal. The device was tested at the bench and no and no anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09314. It was reported that the patient presented to the emergency room due to receiving high voltage therapy. Upon review, 60 high voltage episodes were observed due to right ventricular lead dislodgement. Additionally, it was noted that the implantable cardioverter defibrillator reached the charge time limit. The device was disabled and the patient was transferred to another facility. The device and right ventricular lead were explanted and replaced. The patient was stable throughout.